Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device alarmed with a s205 (backup battery) malfunction alarm code.